Manufacturer narrative:
(B)(4)

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. A catheter access port (cap) study confirmed there was leakage in the medial portion of the catheter at the anchor site (following the patient's motor cycle accident). The catheter was revised on (B)(6) 2018.